Event description:
This device case, reported by a pharmacist via a sales rep, concerns a pt who was not feeling well and experienced hyperglycemia and acetonuria. The pt was receiving lispro (humalog) via a pen injector device (humapen ergo teal-clear) for treatment of diabetes. The pt operated the device. It is unknown if the pt was a trained user or how long the device had been in use. The pt has been a diabetic for at least eight years and has been using insulin for at least eight years. The pt was not taking any concomitant medications. During treatment with lispro via humapen ergo (lot# a1525, model# ms8929) with 8 mm needles the pt was not feeling well, was experiencing acetonuria. The pt noticed that humapen was leaking insulin after injection. The pt did not tell the pt's family member right away of the problem. Once the pt had told the pt's family member, they measured the pt's blood glucose levles using a glucometer. The pt's blood glucose levels were so high that they could not get a reading with the glucometer. The pt went to the hosp emergency and was admitted to hosp for hyperglycemia. The pt stayed in hosp for two and a half days. The pt was treated with intravenous insulin for two days and discharged the following day. The pt received a new humapen and it appears to be functioning correctly. The pt has not had problem since receiving a new humapen. The hosp told the pt they believed there was a problem with the humapen. The pharmacist suspected the event was caused by the humapen and not the drug. The device was returned to the co for analysis. The initial analysis revealed that all components of the pen appeared intact. The device has not been received by the MFR (pharmaceutical delivery systems) for analysis. Update: additional info received in 2001 from the reporter. Added new event acetonemia and updated narrative. Update: added initial pen analysis to narrative. Update: additional info received from the pharmacist. Added to narrative events leading to hospitalization, length of stay, pt outcome, causality assessment, upgraded case to serious, deleted symptoms "acetonuria" and "not feeling well" as events and changed "hyperglycemia" to diagnosis, added preliminary comments.